Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018. The customer¿s blood glucose level was 379 mg/dl, 230 mg/dl at the time of the incident and current blood glucose was 107 mg/dl, 150 mg/dl. The customer¿s blood glucose level was 400 mg/dl, 230 mg/dl and 444 mg/dl. The customer was treated with insulin pump. The customer alleges pump was under delivering and had diabetic ketoacidosis. It was reported that the customer was not able get the insulin to stop coming out. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call when tubing clamp received to perform high pressure test to confirm pump can detect an occlusion. The insulin pump will not be returned for analysis.